Event description:
It was reported that the patient line became disconnected from the cartridge. Customer's blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.